Event description:
The customer reported there was an air leak and a tear in the bending section cover of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the bending section cover dropped off from the distal end. This report is being submitted for the malfunction found during evaluation (bending section cover dropped off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to the bending section cover dropping off from the distal end, service found the bending section was scratched and damaged, the adhesive on the bending section was detached, the adhesive was chipped due to chemical/physical stress. The connector and the control body were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction: d5 - healthcare professional should have been checked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external factors and handling. Olympus will continue to monitor field performance for this device.